Manufacturer narrative:
While it is unknown if the nupro used in this case caused or contributed to the patient's symptoms, it is possible, as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable.

Event description:
It was reported that a patient experienced both gingival irritation and a facial rash the day after a dental procedure, during which nupro was used. There is no indication that intervention was required as a result.